Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a two-level acdf at c5-c7 using rhbmp-2/acs and globus providence cervical plate. On pod 2, the patient complained of increased neck swelling and dysphagia. A CT exam showed prominent soft tissue swelling. The patient was transferred to the ICU, and steroids were reportedly administered. The patient ultimately recovered "rapidly" with no further complications. There was no extension of the patient's hospital stay.